Event description:
It was reported that this right ventricular (rv) lead's shock impedance has gradually increased over the past year. A defibrillation threshold (dft) test was performed last year, and the shock lead impedance measurement was 115 ohms. Technical services (ts) was consulted and provided troubleshooting and device optimization recommendations. At this time, the lead remains in service. No adverse patient effects were reported.